Event description:
It was reported that follow up work is missing from samples ran on bd synapsys¿. There was a delay in obtaining patient results. The following information was provided by the initial reporter: (patient 4 of 4) customer reports that follow-up work is missing from certain samples after the scu was shutdown yesterday for installation of a new scu.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that follow up work is missing from samples ran on bd synapsys¿. There was a delay in obtaining patient results. The following information was provided by the initial reporter: (patient 4 of 4) customer reports that follow-up work is missing from certain samples after the scu was shutdown yesterday for installation of a new scu.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2022-00018 was sent in error. Due to changes made in complaint the issue would not result in erroneous results only a delayed worklist and therefore, this is not considered to be a reportable malfunction.